Event description:
It was reported that the patient experienced an infection with the right atrial lead (ra). A revision was performed and the pacemaker system was explanted. No additional adverse effects were were reported. Related medwatch # mw5120114.

Manufacturer narrative:
Note: the right ventricular and pacemaker manufacturer details were unknown.